Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the insulin pump battery did not last long. The customer cleaned out the battery cap and received a failed battery test alarm. The blood glucose reading was 110 mg/dl. The insulin pump had a alarmed for a weak battery. No corrosion or damage was noted to the battery cap or battery compartment. The customer was advised to clear the alarm before inserting a new battery.